Event description:
It was reported that during a percutaneous intervention procedure, post rotational artherectomy, the quantum maverick monorail balloon ruptured at 16 atm upon second inflation. The atms reached on the initial inflation is unk. The lesion was located in the hard, calcified and 90% stenosed mid left circumflex artery. A heartrail 7f fl4 guide catheter, a runthrough ns floppy guide wire and cypher 2.5 mm x 28 stent were also used in the procedure. The procedure was completed with this device. No pt injuries or complications were reported. Pt status is reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The mfg records for top assembly batch 8521951 have been reviewed and no issues or discrepancies were found.